Manufacturer narrative:
Case(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
On (B)(6) 2018, a (B)(6) female patient underwent a thoracoscopic cardiacablation procedure. While using eml2 via thoracoscopic ports on the left chest, a hole was made in the left inferior pv while adjusting the clamp for further ablation, proximal jaw entered the lipv while attempting to reposition and ablate the right pulmonary veins. The patient had been put on pump via femoral access prior to the injury when some bleeding was noticed from the right inferior vein. Upon inspection that turned out to be nothing. So, this injury occurred while the patient was already on pump. Once surgeon realized the severity of the injury, it was decided a sternotomy would be necessary to fix. Sternotomy was performed and an additional venous cannula was placed in the right atrium. A pro245 had been placed but the rest of the procedure had not been completed. Patient was extubated and is doing fine.